Event description:
A dreamstation auto CPAP device was returned to a third-party service center for service as part of the sound abatement foam recall process. During evaluation of the device, the service technician observed visible foam particles inside the blower kit and evidence of blower foam degradation. Additionally, unrelated to the reportable malfunction, the technician observed dust fail contamination. Following completion of the evaluation, the device was scrapped by the service center. There was no report of death, serious or permanent harm, injury, or medical intervention associated with this event. The observed dust fail contamination was unrelated to the reportable malfunction and was not determined to have contributed to or caused the reported event. Based on the identification of visible foam particles and blower foam degradation during device evaluation, this event was determined to be reportable under FDA 21 cfr part 803 as a product malfunction and/or potential serious injury event. No additional information is available at this time.